Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the overlay tubing was pulled/stretched/overstressed. The analyst commented that visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported during the implant procedure that the right ventricular (rv) lead was attempted but not used because visual examination of the lead, following multiple placement attempts, showed a minor amount of insulation bunching near the rv coil. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.